Event description:
The customer reported via phone call that the insulin pump alarmed off no power. The customer stated that she changed the battery but was concerned, as the previous battery had not been old. The customer's blood glucose was 189 mg/dl. She stated that she did not receive a low battery alert prior to the off no power anomaly, and the battery had not been previously used. She noted that she was unable to remove the battery cap, and when she attempted to, a piece of the insulin pump broke off from the rim of the battery chamber. She declined to complete the troubleshoot procedure for the off no power alert. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed all functional testing including the self test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was monitored and no unexpected off no power alarms, pump shutting down or blank display occurred during our testing. However, the insulin pump was received with cracked reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked reservoir tube and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.